Event description:
It was reported that this right atrial lead was surgically abandoned and replaced as the physician damaged it with the cauterization tool. This damage caused noise and oversensing on the lead. This issue was discovered in a routine clinic follow up. No additional adverse patient effects were reported.